Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 70 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent act button response due to moisture damage on the keypad traces. No moisture damage was noted to the electronic or motor assembly. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.